Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in critical overrides and patient & medication was not crossing over station. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical overrides. A technical support specialist found that the structured query language services were stopped. The technical support specialist restarted them, restored communication between the stations, restarted data synchronization and cleared the notices from host service virtual to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.